Manufacturer narrative:
(B)(4), date sent: 2/22/2021 upon review of the information provided and device evaluation, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # t93d8l. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and functionality tested on a gen11. There was no audible feedback sound from the instrument when the clamp arm was fully closed. No "no uses remaining" alert screen was displayed at any time during the test. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. No conclusion could be reached as to what caused the damage at the closure indicator.

Event description:
It was reported that ¿no instrument uses remaining¿ alarm displayed when the device connected with a second generator. No patient consequence reported.